Event description:
The customer reported the system would intermittently reboot on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated and tightened the 5 volt power supply connector. The system operates as intended.